Event description:
It was reported that the patient was not able to adjust their stimulation. The patient was seeing a ¿call your doctor¿ icon. They also saw a power on reset (por) condition starting a day prior to the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).